Manufacturer narrative:
One (B)(4) needle and two dgphp return electrodes were received for evaluation. Visual inspection found no defects. The investigation found the cool tip needle was intact. The needle passed hipot testing. The needle read the temperature and lesioned normally. Both of the dgphp pads passed resistance. The gel was present and was free of voids. The investigation found the devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after the procedure, 4-5cm of blisters were found on patient's right thigh. The patient was referred to burn division consultation for active treatment of burns.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after the procedure, 4-5cm of blisters were found on patient's right thigh. The patient was referred to burn division consultation for active treatment of burns.